Manufacturer narrative:
H3: code "other" was selected as the medical device was not returned to gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent an emergency endovascular treatment for proximal anastomotic pseudoaneurysm at the ascending aorta and graft stenosis after ascending aorta replacement. Aortic extender component of gore® excluder®aaa endoprosthesis was implanted to reline the graft for the purpose of graft stenosis repair and true lumen expansion. The procedure was successfully completed. On an unknown date in (B)(6) 2023, a collapse of the aortic extender component was confirmed. Blood flow from an entry site that was not the treatment site of implantation of the aortic extender, and pseudoaneurysm enlargement were observed. It was also reported that the patient developed acute heart failure. Reportedly, because of the blood flow into the pseudoaneurysm, pressure balance between the pseudoaneurysm and true lumen sides had changed, which might have affected the reported events. On (B)(6) 2023, reintervention was performed. Two aortic extender components were additionally implanted to reline the previous aortic extender component. The patient tolerated the procedure. Future treatments are planned and include bentall procedure and total aortic arch replacement. Additional information received on may 12, 2023: on an unknown date in (B)(6) 2023 (the second week of may), as curative surgery, total arch replacement with frozen elephant trunk was performed. All three aortic extender components were removed. The patient tolerated the procedure.